Event description:
It was reported that left bundle branch block occurred. A size 23mm lotus edge valve (lot 24176426) was inserted and kinked within the isleeve sheath. It was withdrawn and a second 23mm lotus edge valve (lot 24336174) was advanced successfully and deployed. The size was not suitable for the patient and it was removed. A 25mm lotus edge valve was deployed. During deployment, prior to locking, the patient developed left bundle branch block. The 25mm lotus edge valve was deployed and released successfully. The temporary pace maker which was in place for the procedure provided therapy for the left bundle branch block. The patient was monitored and subsequently went back to baseline rhythm.